Event description:
Caller reported a cartridge alarm that did not lead to any adverse impact on the customer's blood glucose level. Technical support was engaged to address the situation and decided to replace the existing pump with a new model. The customer was provided with instructions for returning the problematic pump and advised on connecting the continuous glucose monitor to the replacement device.